Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported during call they are waiting to be set up with a trial for a new neurostimulator. Pt describe the current one only "goes to their ribcage" and its supposed to be clear up to the shoulder blades. Pt said in the next six months they may be getting a new scs. Pt clarified with pss that it is a lead issue and they will be either having a lead revision or an additional lead implanted. Pss called pt back to verify information. Pt said this was discovered when the ins battery was upgraded. Pss documenting information given during call.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45 lot# v433248 serial# . Implanted: (B)(6) 2013. Explanted: .product type lead product ID 3888-45. Lot# v704660 serial# . Implanted: (B)(6) 2013. Explanted: .product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 10-mar-2014, UDI#: (B)(4); product ID: 3888-45, serial/lot #: (B)(4), ubd: 12-apr-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called from registered number and mentioned they had their medtronic spinal cord stimulator(scs) removed and replaced with a scs from boston scientific. Pt wanted to donate external equipment from mdt scs. Patient services specialist(pss) reviewed donation information. Pt said the scs from mdt was explanted on (B)(6) 2023 and the ins and 1 lead were taken out. Pt said the 2 other leads could not be removed because they were wrapped in scar tissue. Pt said they had "metal in their back" so they could not have MRI anyway. Pss emailed repair department for fedex shipping label for controller donation and prs to update implant information.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 3888-45 lot# v433248 implanted: (B)(6) 2013 product type lead product ID 3888-45 lot# v704660 implanted: (B)(6) 2013 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulator wires not in the epidural space, they placed in subcutaneous tissue with some fracture of the impedance electrode, which were unable to removed completely.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer. Patient product ID (B)(6) lot# v433248 implanted: (B)(6) 2013: product type lead. Product ID 3888-45 lot# v704660 implanted: (B)(6) 2013 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.